Event description:
Information was received indicating that a smiths medical cadd-legacy one ambulatory infusion pump exhibited a continuous alarm.

Manufacturer narrative:
Other, other text: b5: additional information received via email and attached date I received 02/02/2022: then event did not occur while in use with the patient. H6: event problem and evaluation codes: updated after device evaluation. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found a scratched screen. The customer stated problem was duplicated. The downstream occlusion sensor was replaced for the repair. The cause of the reported problem could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.